Event description:
For a cranial surgery a trajectory, to be applied with a stereotactic arc, has been planned with the aid of the brainlab iplan stereotaxy software. The user adjusted the trajectory while using multiple image datasets and printed the treatment plan used for the surgery. During the surgery an unexpected flow of cerebrospinal fluid for this specific pt occurred. After the surgery the surgeon reviewed the saved plan in the brainlab iplan stereotaxy software and detected the planned trajectory was apparently differently positioned in the plan than intended. In the saved treatment plan, the trajectory applied for surgery was positioned close to the ventricle. According to the surgeon this unintended position was the reason for the unexpected flow of cerebrospinal fluid.

Manufacturer narrative:
The treatment plan was saved on (B)(6) 2012. Brainlab has been informed of this issue on (B)(4) 2012. The date of the surgery has not yet been confirmed to brainlab. Although there is no indication of a malfunction or quality or performance issue with the brainlab device, no serious injury to this pt has been reported to brainlab by the hosp. A risk to the pt's health could not be excluded for these specific circumstances. According to brainlab investigation the most likely root cause is: surgeon has verified the intended trajectory position only in an intermediate state of the treatment plan and at a later point of time before surgery the surgeon apparently changed the treatment plan in a way that resulted in a different unintended trajectory position. The surgeon applied the treatment plan (different to intermediate state) without final verification, despite the according verification functionalities of the planning software are available. Brainlab conclusion: there is no indication of a malfunction or quality or performance issue with the brainlab device. According brainlab measures for this anticipated potential risk to be as low as reasonably practicable are already in place. Brainlab intends to offer add'l training to this hosp.